Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: "we are experiencing issues with the current air filters not acting like a one-way valve and are having lipids back up into the filter."

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: multiple photos were provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There are no other visible defects that could have contributed to the issue observed. A device history review was performed for lot 2109023, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the camera system did not properly detect the issue therefore the sample was not discarded. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.